Event description:
Consumer reported complaint for e-3 accompanied by symptom. Blood glucose results.daughter in law is calling on behalf of the customer. The customer is concerned with results obtained of 454mg/dl non-fasting. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 454mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # 01570824 product not returned for evaluation. Customer declined replacement product at this time.customer satisfied with the meter. Customer says meter is working as intended. Most likely underlying root cause mlc-30-user applied blood to strip before inserting strip into meter. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved and no longer experiencing any symptoms. The customer sought medical attention on (B)(6) 2018 at the ER. The customer was diagnosed with hyperglycemia (600-650mg/dl) and was treated with medications to reduce blood sugar(medications not disclosed). Customer was discharged on (B)(6) 2018. Customer says meter is working as intended. Correction: correction on section h10 - mlurc corrected based on the new mlurc list. Only the number change. Update evaluation codes based on the FDA update.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time.customer satisfied with the meter. Customer says meter is working as intended. Most likely underlying root cause mlc-118-user applied blood to strip before inserting strip into meter. (B)(4). Note: manufacturer contacted customer on 6/11/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition has improved and no longer experiencing any symptoms. The customer sought medical attention on (B)(6) 2018 at the ER. The customer was diagnosed with hyperglycemia (600-650mg/dl) and was treated with medications to reduce blood sugar(medications not disclosed). Customer was discharged on (B)(6) 2018. Customer says meter is working as intended.

Event description:
Consumer reported complaint for e-3 accompanied by symptom. Blood glucose results. Daughter in law is calling on behalf of the customer. The customer is concerned with results obtained of 454mg/dl non-fasting. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a blood test was performed non-fasting by the customer and produced test results of 454mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/30/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.